Event description:
It was reported prior to the procedure that the physician noted an abnormal bend on the right ventricular (rv) lead. The physician requested for a new rv lead. The new rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of abnormal bend to the lead was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any bend to the lead.